Event description:
The bipap a30 ventilator was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for investigation. During evaluation, evidence of (foam degradation inside the assembly, deteriorated foam) was present. There were no repairs performed and the device was scrapped. Additionally, the ui panel is damaged unrelated to the reported malfunction.